Event description:
It was reported that during procedure for the benign prostatic hyperplasia (bph), the reflecting mirror was broken at 38, 924 joules and 5 minutes of use. The procedure was completed with another of the same device. There was no further complication of the patient was reported.